Manufacturer narrative:
B3: event date: this event occurred sometime in august 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system pe-lined solution set had no flow through the tubing. This was observed when the tubing was used on the IV (intravenous) pump prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h4, h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photographic samples provided did not show any defects that could generate the reported condition. Furthermore, due to the nature of the sample provided, no further testing could be carried out. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.